Event description:
The patient reported multiple motor error alarms during the bolus delivery. Troubleshooting was performed, and no damage was noted on the drive support cap.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The unit also had cracks on the reservoir tube lip and battery tube threads, as well as a scratched lcd window.